Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2016, a male patient of unknown age presented for an endovenous laser procedure. At the closing of the procedure, the physician noticed the tre-sheath was melted and 8cm of the sheath broke off after withdrawal. No action was taken after the issue was realized as the procedure had been successfully completed there was no harm or injury to the patient due to the event. It was reported the disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 45cm trè-sheath and fiber. The fiber was advanced through the trè-sheath but the hubs were not locked together. A visual review of the device noted that the trè-sheath is fractured between the 5 and 6 cm marks. The shaft material at the site of the fracture appears melted. The customer's reported complaint description of the trè-sheath melting and fracturing off during the procedure is confirmed. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible root cause for this event could be that the user may have pulled back on the fiber while firing the laser. If the fiber is fired while the tip is not expelled out of the tip of the trè-sheath, the sheath material would melt/burn. It was reported that the trè-sheath melted outside the patient and the patient suffered no harm or injury. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).